Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device had delivered in a faster than expected time during a chemotherapy treatment on a female patient. The intended infusion was 57ml of 5-fluorouracil in 173ml of dextrose 5% to be infused over 46 hours. Instead, the entire amount infused in 24 hours. However, the facility suspects the 5-fluorouracil may not have been added to the dextrose 5% as there was a lack of patient symptoms post-chemotherapy, which is normal for this patient. Although the patient may have missed their chemotherapy treatment, there was no injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.